Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #3004209178-2013-80406.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer hospitalized six to seven days due to reservoir. Customer was experiencing kidney failure. The blood glucose reading was over 1200 mg/dl. Customer was vomiting; she thought that she had the flu. Nothing further reported.